Manufacturer narrative:
Block d9: corrected from (B)(6) 2021 to (B)(6) 2021. Block h3: the refinity catheter was returned intact to a non-manufacturer's's guidewire and was visually and microscopically inspected. The distal tip was bent and there was a tear at the guide wire exit port. During functional testing, the guidewire movement test could not be conducted due to the stuck guidewire that could not be removed. Block h6: the probable cause of the reported "guidewire movement issue" could not be determined by the investigation since the guidewire test could not be performed.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that during a coronary procedure, inside the body during the second pullback, the manufacturer's catheter got stuck on the non-manufacturer's's guidewire, thus the wire and catheter were removed together as a system. No patient injury reported. This product problem is being submitted because the manufacturer's catheter became stuck on the non-manufacturer's guidewire and were removed as a system.